Event description:
The recipient reportedly experienced electrode extrusion causing bleeding in the ear canal. In (B)(6) 2016, the recipient was hospitalized for 1 week. The recipient was treated with ciprofloxacin for 2 weeks. The recipient was recommended 1 month non-use of the device. The recipient underwent a blind sac closure and he recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The recipient's newly implanted device was activated. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.